Event description:
Adverse event(s): "lens was exchanged for another power lens" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was exchanged for the same model, different diopter lens. In a follow-up, the surgeon reported that a penetrating lri was performed following the initial implantation as a refractive enhancement procedure; and that the event was observed after this enhancement. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/06/2010 and 04/22/2010 by phone, fax, and mail. A completed questionaire was received on 04/14/2010. (B) (4). (B) (4). (B) (4).